Manufacturer narrative:
This report is submitted on march 3, 2020.

Event description:
The device was explanted on (B)(6) 2019 (reason unknown) and the was reimplanted with a new device during the same surgery.